Event description:
The customer reported a ventilator failed the electrical safety testing at the o2 inlet port during preventative maintenance (pm). The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer the device is reading in tolerance if taken at the grounding wire at the flow sensor assembly. Additionally, the rse advised the customer to remove the o2 inlet port mounting screws and clean the loctite from them and from the threads in the flow sensor assembly. The customer then reported to have tightened the ground screw and that the readings went down to passing levels. The issue was said to have been resolved. No other anomalies were reported and no parts were replaced.